Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator for non-malignant pain and degenerative disc disease. A clinical diagnosis of increased pain was reported. A device diagnosis was not applicable. The patient complained of unsatisfactory analgesia on (B)(6) 2015. The patient was not using the stimulation and complained the stimulation was "not working". The entire system was reprogrammed on (B)(6) 2015 and the event resolved without sequelae. The event was related to the device or therapy, not related to the implant procedure and not due to programming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the manufacturing representative reprogrammed group b, made changes to pulse width, amplitude, and electrode configuration to give the patient better coverage.